Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level (value not provided). Reportedly, customer was released on (B)(6) 2022. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.